Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented without rf capability. The transmitter was not able to interrogate the device without a wand. "Not functioning" message was observed on the rf status. A firmware download was performed successfully. The patient will continue to be monitored normally.